Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to verify the motor error alarm due to the blank display.

Event description:
The customer's mother reported motor error alarms during the rewind. Unable to conduct the displacement test due to the alarms. Nothing further was reported.